Manufacturer narrative:
Additional product (reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Control solution testing was performed using retained test strips and all results were within specfication. At this time the sensor has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. Dhrs for the fs libre sensor and sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the reported sensor is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc device. Customer reported receiving readings of 400 mg/dl, 53 mg/dl and 54 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.